Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm application stopped working. Data was evaluated and the allegation was confirmed as an app crash. The probable cause could not be determined. The reported event of the cgm application not working is reportable based on the finding of an app crash alert. No injury or medical intervention was reported.